Event description:
It was reported the system displayed a communication error, resulting in a loss of functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.